Manufacturer narrative:
The lead was in use for treatment. The lead will not be returned for analysis; it was surgically abandoned/capped. As a result, the allegations against the lead (oversensing) cannot be confirmed. The lead was actively implanted for approximately 15 years, 7 months. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention procedure and may be destroyed. Low impedance and noise are recognized clinical event referenced in the device's labeling. This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. A review of document, permanent pacing lead final inspection for this device indicates that the lead is checked 100% for electrical function. The py instructions for use informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
The rep stated that noise was seen on both the a and v leads, after the patient had a mastectomy. The lead impedance on the a lead measured 150 ohms. The patient decided to cap the leads and explant the device. The device was electively explanted as it had 2 years remaining longevity. The physician implanted a new system on the patients right side. The patients condition was stable before and after the procedure. No products will be returned. The patients weight is unknown.